Event description:
It was reported that a parent of a child pt felt a shock when parent touched their child to walk child near the end of an electroence phalogram study. There had reportedly been similar shock on two previous occasions. After conducting initial checks the findings are inconclusive and as a precautionary measure key items of safety equipment have been replaced while the investigation continues to determine if the shock was derived from static or not. An electrical safety test was conducted on the system and was declared safe to use prior to re-commissioning.